Event description:
Overdelivery reported. The pump was to be set to infuse potassium chloride 10meq/100ml d5w at 60ml/h. The infusion completed rapidly over approx 10 minutes. It was then observed that the pump had inadventently been set at 600ml/h instead of 60ml/h. The pt was monitored closely; she did not experience any adverse effects. No add'l info was available.